Event description:
The user facility reported, after the physician had performed a routine procedure, the needle separated at the top of the device where the stylet is supposed to go. When a staff member attempted to assemble the needle back togethr, the needle slipped to the side and stuck the staff member in the hand. The needle had been used on the patient before the staff member was stuck, however, the user facility confirmed the patient had no history of disease.